Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference numbers 3006705815-2020-31386, 3006705815-2020-31388. It was reported that the patient experienced ineffective stimulation. Patient unable to recall when ineffective stimulation began. System was subsequently explanted with no complications noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.